Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the manufacturer location was documented as waldenburg in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The serial number was reported as (B)(4) in the initial report, the correct serial number is (B)(4). The unique identifier( UDI) has been updated accordingly. It was documented in the initial medwatch that the date of manufacture was jan 28, 2016. The correct date is jul 28, 2016. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device power was too low. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillations/minute. It was noted in the service order that the device was not working while in use with an adapter device and air hose device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.